Manufacturer narrative:
(B)(4). Evaluation conclusion: the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013, due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic reported an uneventful treatment and did not request field service or clinical support. Placeholder.

Event description:
Patient underwent uneventful ilasik on (B)(6) 2013. Patient presented at 1 day post op with dislodged flap and striae on the left eye. Patient admitted to not resting after surgery and when she woke from a nap last night her goggles were dislodged. Patient brought back to the laser suite and flap lifted and stretched on left eye. On (B)(6) 2013, post visual acuity sans correction (vasc) was 20/20- on the left eye.